Event description:
During device preventive maintenance by stryker the device experienced an unexpected loss of power twice. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
After replacing the device's power pcb, the system connector and the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
The cause of the reported issue was located to the power pcba, but further root cause was unable to be determined.

Event description:
During device preventive maintenance by stryker the device experienced an unexpected loss of power twice. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.